Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead is dislodged. Patient does not appear to be pacer dependent. Patient has pneumonia and is experiencing shortness of breath, so no surgery will be performed until patient has recovered from infection.